Event description:
It was reported to vyaire medical that the bellavista1000 having tf alarm 318 - inspiration valve failsafe failed or occlusion in inspiration tube. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Performed calibration and base unit test, all passed. The device is now working according to its specs and will be returning to ICU for use. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for investigation. The exact root cause is not determined as no failure detected. Most likely the alarm triggered as inspiration port blocked during start up.